Manufacturer narrative:
The customer reported that the central nurse's station (cns) show communication loss (comm loss) for all bedside monitors. Apparently an unnamed system had crashed and when such system was restarted, all beside monitors in comm loss were seen at the cns. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) show communication loss (comm loss) for all bedside monitors (bsm's). There was no patient injury reported.